Event description:
Edwards received notification from canada that a 65-year-old patient with a valve model 3300tfx21mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of seven (7) years and five (5) months due to stenosis. The patient presented with dyspnea. A 20mm transcatheter valve was successfully implanted within the surgical device. The patient was noted as to be in stable condition.

Manufacturer narrative:
Corrected fields: a1, b5, d6. Added information d4 (serial number, expiration date), h4.

Event description:
Edwards received notification that a 65-year-old patient with a valve model 3300tfx implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of seven (7) years and five (5) months due to stenosis. The patient presented with dyspnea. A 20mm transcatheter valve was successfully implanted within the surgical device. The patient was noted as to be in stable condition.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Additional narrative/data: the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.